Manufacturer narrative:
Reference number (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the replacement of percutaneous endoscopic jejunal tube. On (B)(6) 2020, the patient was diagnosed with pneumonia and on (B)(6) 2020, the patient died of the consequences of pneumonia.